Event description:
Patient presented after pump replacement with paralysis in upper extremities only. Beyond upper extremity weakness patient was also very lethargic. Drug used: morphine. Patient was given narcan and responded which leads md to believe it was some type of narcotic overdose either pump or non-pump releated. Reservoir volume as expected. Patient has now gained strength back in extremities.